Manufacturer narrative:
Neither pt injury nor medical intervention was reported. Facility's charge nurse for intensive care (ic) could not be certain of the exact amount of excessive fluid removed from the pt but did report that the pt did not suffer any injury nor was any medical intervention required as a result of this incident. Facility's charge nurse for intensive care (ic) declined to provide the treatment sheets, as it is a violation of his hospital's policy to provide any info on a pt's treatment without written consent from the pt themselves or their family. Therefore, pertinent lab data, medications and vital signs were unavailable at that time. On 9/13/06 a gambro technical services (gts) field rep inspected the machine. He discovered that the replacement scale values were fluctuating during a simulated pt run. He replaced the scale, which also required a software upgrade from 2.14 to 2.15 to accommodate the new scale. On 9/14/06 he returned to the facility, replaced the power supply and calibrated all voltages. After all of this was accomplished, he continued to get replacement scale alarms. Another gambro technical services (gts) field rep was called to assist him with the troubleshooting of this machine. He recalibrated the scales and used a new troubleshooting prisma set with the simulated pt run. This time, the machine ran according to MFR's specifications. Upon further inspection it was noted that the transducer seals were worn which may have triggered the scale alarm. The machine was then placed back into service having passed all of its alarms and pressure tests.